Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Two photos were provided, but no damage or dysfunction could be observed. Visual inspection observed the device to be cracked. The reported failure mode, damaged, was confirmed. Testing was conducted to try to duplicate the issue in the manufacturing facility. Based on the sample returned by the customer it was not possible to replicate the failure or confirm as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect damaged component, the root cause is that the connector became damaged after the product left manufacturing facilities. No lot number was provided therefor no device history report (DHR) review could be completed. No corrective actions are required because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number, expiration date and device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, a part of the product was found cracked (or broken). No adverse patient effects were reported by the customer. It was reported that no further information is available.